Event description:
The account reported the brakes are not holding, the bed still rolls when the brake is set. The bed is located in the storage area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found brake and brake steer casters are worn. The tech replaced the brake steer casters and brake casters to resolve the issue. Based on this info, no further action is required.